Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of recurrent incarcerated incisional hernia. It was reported that after implant, the patient experienced recurrence and adhesions. Post-operative patient treatment included implant of additional mesh, and small bowel resection. (B)(6) 2016 - repair of recurrent incarcerated incisional hernia with 10x15 bard composix mesh.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was recurrent incarcerated incisional hernia and the procedure performed was laparoscopic repair of recurrent incarcerated incisional hernia with 15 x 10 mesh. The patient has had a surgical revision. The patient experienced recurrence.